Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having had a spinal cords stimulator (scs) system implanted in (B)(6) 2012 and the last couple of years, it wasn't working properly. It was shocking the patient while in use. It would shock continuously as long as it was on. It has been shut off a good year or more. It was not positional movement as shocking would occur if the patient was sitting or lying down, it didn't matter what she would do; she would get shocked down the legs. The patient noted having fallen several times between 2013 and 2015. The patient noted having seen a manufacturer representative (rep) about a year to a year and a half ago, and it was checked out, and told nothing was wrong. The physician did not do x-rays. Additionally, it was noted that the implantable neurostimulator (ins) would not hold a charge. The patient wanted it removed and was seeking a new physician. Indication for use included non-malignant pain. Later, a manufacturer representative reported having no information about this patient being seen or being aware of the report of shocking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.